Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The left popliteal was previously treated with a complete se stent. The target lesions were also previously treated with in.pact admiral balloon catheter during a revascularisation procedure and pop2 was treated with an in.pact admiral balloon catheter during another revascularisation procedure. Approx. 86 months post implantation of the complete se stent, the patient experienced claudication to the left leg with stenosis in the sfa and popliteal. The event was treated with a revascularisation with pta and deb, the issue was resolved.